Event description:
Subsequent to the previously filed medwatch, additional information indicated that there were no abnormal movements of the clip delivery system (cds) observed when the device became caught in the chordae. There were no substantial movements made with the adjustments of the clip arms. The cds was not curved more than 90 degrees during the procedure. The tension /torque was released on the cds shaft. The steerable guide catheter was in a neutral curve. There was a large respiratory motion of the heart which reportedly may have contributed to the clip being caught in the chordae. In the opinion of the physician, there was no device issue that caused the clip being caught in the chordae. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, implanted mitraclips (x4). The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was not returned as it was reported to have been discarded. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for the clip becoming caught in the chordae, resulting in difficulty retracting the cds are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (circumstances influencing the ability to steer and position the device). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components function as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty removing the cds incidents reported for this lot. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. In this case, the information provided in the case details stated that during placement attempts, the clip became caught in the chordae. During insertion of the clip, the sgc was in a neutral curve, and tension of the delivery catheter shaft was released prior to advancing the clip into the left ventricle. Additionally, no excessive forces were used during grasping / positioning attempts, and no substantial clip arm adjustments were made in the left ventricle. It was also reported that there was a large respiratory motion of the heart which may have contributed to the clip being caught in the chordae. In the opinion of the physician, the clip being caught in the chordae was not a result of a device issue. Based on the information reviewed, the reported clip becoming caught on the chordae, resulting in difficulty removing the cds, appears to be related to procedural conditions and not a product quality deficiency.

Event description:
This is filed as the clip delivery system (cds) became caught in the chordae and was difficult to remove, which has the potential to cause patient injury. It was reported that during a mitraclip procedure, four clips were successfully implanted. A fifth clip (10321635/15) became caught in the chordae. After corrective actions were performed, the clip was retracted into the left atrium; there was no damage to the chords. The steerable guide catheter (sgc) and cds were removed from the anatomy following the steps listed in the instructions for use. A new cds and sgc were prepared to continue the procedure. A second transseptal puncture was made, superior to the initial puncture, in order to obtain a better position to implant a fifth clip. A fifth mitraclip was successfully implanted on the lateral commissure. Although the left ventricle was very small, there were no visualization challenges while positioning the fifth clip. It was at this time a pericardial effusion (pe) was observed on the echocardiogram image. The pe was successfully treated with a subcostal puncture and 300ml of blood was aspirated. According to the physician the transseptal needle was the cause of the pe; the pe was not related to the mitraclip device. The procedure was completed with the implantation of 5 clips reducing the degenerative mitral regurgitation from 4 to 2. Post procedure, the patient was clinically stable. No additional information was provided.